Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, there is no indication that a failure of the composix e/x reportedly implanted on (B)(6) 2007 failed. No product has been returned, no device failure has been alleged, and no medical records have been provided. A DHR review, including sterility, has been conducted. All paperwork appeared complete and accurate. Based on the information available, no failure has occurred. See MDR 1213643-2010-00175 for information related to the bard flat mesh implanted on (B)(6) 2002.

Event description:
Attorney reported: on (B)(6) 2002: the patient underwent repair of a ventral hernia at hospital. Patient's hernia was repaired with a bard kugel mesh. On (B)(6) 2007: the patient underwent surgery at hospital. During surgery, lysis of adhesions was performed and a bowel obstruction was released. The mesh was found to have fallen off the fascia and migrated into the intra-abdominal cavity. The mesh was excised and replaced with a bard composix e/x mesh. The patient suffered serious permanent injuries, pain and suffering. The kugel patch inserted into patient's body during her hernia repair surgery failed while in her body causing her to develop serious physical complications and ultimately required her to have numerous procedures to remove the defective meshes.